Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. Two hi torque balance middleweight universal ii guide wires from the same lot, were used in the same case. During use of balloon catheters and intravascular ultrasound (ivus) catheters, resistance was noted with the wire during insertion and removal over the wire. Upon removal of the wires, the wires were noted to be separated. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other ht balance middleweight universal ii guide wire referenced is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert balloon catheter was unable to be confirmed. The reported difficult to remove was able to be confirmed. The reported break was unable to be confirmed however there were noted multiple bends and kinks on the core and noted bend on the shaping ribbon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted guide wire damages (multiple bends and kinks on the core and noted bend on the shaping ribbon) thus resulting in the reported difficult to insert and the reported/noted difficult to remove. The reported break was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 2920 - removed.